Event description:
It was reported that the light source had an image loss. The issue was found while setting up the device before use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.